Event description:
It was reported that the patient's driveline had a communication power b fault on (B)(6) 2022. The modular cable and system controller were replaced as an attempt to resolve the issue, but the alarm remained after the exchange. An x-ray of the driveline was performed and came back unremarkable. It was noted the patient had a history of driveline power b faults in the past. (MFR #s 2916596-2021-06089 and 2916596-2021-06089).

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms and driveline power fault alarms; contamination in the pump cable inline connector was determined to be the root cause of the alarms. The submitted system controller event log files collectively contain data from (B)(6) 2022. A transient comm b fault occurred on (B)(6) 2022, resulting in a persistent driveline comm fault for the remainder of the first log file. Then, a controller exchange was performed on (B)(6) 2022 with intermittent connection to the new system controller. Afterwards, the driveline was fully connected, but intermittent power b broken events occurred. Persistent driveline communication fault and driveline power fault alarms were captured from (B)(6) 2022 with intermittent power b broken and comm b fault events. Next, the log files captured data consistent with the pump cable inline connector being cleaned by an abbott technical services representative. The pump was powered back on, and the device operated as expected. The driveline was again disconnected, which is consistent with the modular cable being exchanged after cleaning the connector. The driveline was reconnected to a controller on (B)(6) 2022, and the pump ramped back up to its operating speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting,¿ outlines all system controller alarms, including driveline communication faults and driveline power faults, as well as how to respond to each alarm condition. Section 5 of the patient handbook outlines all system controller alarms, including driveline communication faults, as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that technical service's analysis of the submitted log file observed a driveline communication fault on (B)(6) 2022. The modular cable and system controller were replaced on (B)(6) 2022 in an attempt to resolve the issue but driveline power faults occurred after the exchange. It was noted that the patient had a history of driveline power b faults in the past. Additional log files after the exchange confirmed a driveline power fault b on (B)(6) 2022. An x-ray of the driveline was performed but images were unremarkable. On (B)(6) 2022 abbott technical services representatives arrived on site to perform a cleaning of the driveline connector. It was noted that prior to the connector cleaning, the log files displayed multiple strings of driveline communication fault and driveline power fault alarms from (B)(6) 2022. There was no interruption in pump support during these events. It was reported that following the driveline connector cleaning, pump parameters returned to baseline with no unusual events recorded in the log.